Manufacturer narrative:
(B)(4). Per srt during release testing the total nominal available capacity (tnac) dropped from 13.00 to 11.48 volts. Both batteries were replaced. The unit operates to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the unit failed the battery charging test. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.